Manufacturer narrative:
The technician inspected the bed and found no issues. The bed functioned to specifications.

Event description:
The account alleged the nurse call would not function. No pt impact.